Event description:
It was reported that the patient experienced a sudden cardiac tamponade. The chronic total occlusion was located in the left anterior descending to the left circumflex artery. A stingray lp catheter was selected for use. During the procedure, when the physician implanted the balloon, it was noted that the patient had a sudden cardiac tamponade. No further patient complications were reported and the event was noted to be resolved. It was further reported that the balloon was advanced to the lesion. The device was directly removed without any intervention. The physician's opinion was that the balloon caused the patient pericardial tamponade and after the salvage, the patient was restored stable. The planned procedure was cancelled.

Event description:
It was reported that the patient experienced a sudden cardiac tamponade. The chronic total occlusion was located in the left anterior descending to the left circumflex artery. A stingray lp catheter was selected for use. During the procedure, when the physician implanted the balloon, it was noted that the patient had a sudden cardiac tamponade. No further patient complications were reported and the event was noted to be resolved.